Event description:
Complainant alleged that the clinicians were pacing a pt (age and gender unknown) at 40 ppm and 15ma. There was no pt heart rhythm capture. The clinicians then increased the ma rate in an effort to obtain pt heart rhythm capture, but the pt was "unable to tolerate the painfull" pacing pulses. In addition, the pt's heart rhythm still was not captured. There was no indication of any adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering dept "tested with defib/pacer analyzer and no trouble was found. Unit was within specification." In addition, the complainant indicated that there was an education issue, and that the "rep from zoll came and met with the cardiologist and nursing staff. They were educated on the proper use of the product." Medwatch report mw1020615.